Manufacturer narrative:
Device 13 of 17. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that approximately 16 wafers from 2 different boxes were worn and the end user had leakage issues. She was sure that it must have been because the wafers were off centered. The number of products used and unused was unknown. No photo is available at this time.